Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was fully functional. Review of the instrument logs found no record of any failures related the reported instrument. There was no problem detected for the customer reported complaint. Failure analysis observed an additional finding that was not reported by the site. The instrument was found to have damage to the conductor wire¿s insulation. The insulation did not exhibit any signs of thermal damage. A piece of insulation 0.020¿ x 0.042" in length was missing. The conductor wires were exposed, however no cables were damaged. An electrical continuity test was performed and the instrument passed. An energy delivery test was performed when the instrument was placed on the in-house system and delivered energy successfully. The root cause of the damaged conductor insulation is attributed to mishandling/misuse, commonly caused by collisions with other instruments or sharp objects. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the device logs for the maryland bipolar forceps (part# 471172-16/lot # n10200803-0233) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2021 on system (B)(4). There were 7 uses remaining after this last usage. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: the instrument had conductor wire insulation damage with exposed conductor wire with a passed electrical continuity test. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the failure mode identified through failure analysis could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument did not react when docked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.